Manufacturer narrative:
Per the clinic, the reported scheduled revision surgery has been cancelled do to the patient experiencing unrelated health issues. The implanted device remains. It is unknown if there are plans to reschedule the surgery as of the date of this report, january 18, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced poor retention issues, resulting in the decision to explant the device. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report, (B)(6) 2015.